Manufacturer narrative:
A revision was performed and the lead was successfully repositioned. All measurements were within normal limits. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that during the implantation of this right ventricular (rv) lead, the lead was difficult to insert. The lead was advanced into the ventricle but could not be positioned into the apex. An acceptable position was eventually obtained and the lead was implanted. However, several hours after the procedure was completed, the lead dislodged. No adverse patient effects were reported.